Event description:
It was reported that during an angioplasty procedure, the drug coated balloon allegedly inflated with a napkin ring. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for the evaluation. The first image shows that small portion of the balloon appeared narrow at the center while the rest of the balloon appeared smooth. The second image appears zoomed in than the first image, and again shows an inflated balloon but with one small section with a ¿waist¿. Besides this, the rest of the balloon appears properly inflated. Therefore, based on the photo review, the reported material twist and inflation issue can be confirmed. A definitive root cause for the reported material twist and inflation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 04/2022).